Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6)/224980629, UDI#: (B)(4). Product analysis: pli 10: nim4cm01: c2148269 reported fault confirmed. Device stuck on a blank screen for awhile accompanied by continuous beeping sound before finally booting up. Back enclosure damaged. Product analysis: pli 20: nim4cpb1: (B)(6). Reported fault not confirmed. Device connected with test console and function test performed with no anomalies found. Product analysis: pli 30: nim4cpb1: (B)(6). Reported fault not confirmed. Device connected with test console and function test performed with no anomalies found. Previous codes b21, c21, and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Product anlaysis: h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was not working properly. There was no patient involved.

Manufacturer narrative:
H3: product analysis: pli 10: nim4cm01: (B)(6) reported fault confirmed. Device stuck on a blank screen for awhile accompanied by continuous beeping sound before finally booting up. Upper enclosure damaged. Console not pairing with patient interfaces when they are docked on both docking bays. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.